Event description:
Boston scientific received information that this patient contacted patient support to report a possible lead dislodgement as detected from the patient's latitude monitoring system. The patient described a sharp pain in the chest area. The patient was unsure which lead had dislodged but was scheduled for an in-clinic lead assessment. Subsequently, the local representative contacted event analysis to report that this patient's right atrial (ra) lead was exhibiting high ra pacing impedance, ultimately reaching greater than 2,000 ohms. There was adequate sensing but poor capture. The physician elected to reprogram the device to vdd mode. There was no report of lead dislodgement and the local representative suspected a primary conductor issue.

Manufacturer narrative:
No further intervention was undertaken. The event will be reopened if additional information is received.

Manufacturer narrative:
To date, the device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in late-(B)(6) 2018. The chronic device was electively explanted due to normal battery depletion. The chronic lead system remains in-service. The device will not be returned to boston scientific for laboratory testing.